Event description:
During surgical procedure the surgeon stated that the reprocessed stryker harmonic scalpel did not function correctly. The scalpel device did not release the tissue when the scalpel device trigger was released. Device continued to delivery energy. Reason for use: surgical procedure/supracervical hysterectomy.